Event description:
On (B)(6) 2019: reported that product ripped the skin after pulling from the affected area. On (B)(6) 2019 customer reported that she used bandages to cover incisions on her stomach, when she removed the bandage it took pieces of the skin.